Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Reported event was confirmed by review of radiographs. Radiograph review noted loosening and displacement of the left acetabular implant, multiple fractured screws and proximal femoral osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical devices: item# unknown / unknown head / lot # unknown; item# unknown / unknown liner lot # unknown; item# unknown / unknown stem/ lot # unknown; item# unknown / unknown screw lot # unknown/ quantity 6. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 ¿2020 -02679, 0001825034 -2020 -02681, 0001825034 -2020 -02682, 0001825034 -2020 -02678.

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised due to cup loosening caused by a fall. Proximal femur osteolysis and multiple fractured acetabular screws were noted upon radiograph review. The acetabular cup component was removed and replaced. Attempts have been made and no additional information is available at this time.